Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the delivery issues was patient condition related.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
A 78 year old male with accute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported a delivery issue involving the impella cp pump and guidewire. It was stated that the guidewire had wrapped around the cannula and caused a kink at the junction of the cannula and outlet cage. As a result, the pump would not advance across the aortic valve. The guidewire could not be manipulated and a snare was utilized to straighten out the cannula for explant. Both the guidewire and pump were removed and the implant was aborted. There was no patient harm.